Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2018 for a low blood glucose of 39 mg/dl and current blood glucose value was 400mg/dl. The customer was wearing the insulin pump system within 48 hours of the hospitalization. Emergency medical service arrived on scene and took the customer the hospital. The customer was disorientated as a symptom of their hypoglycemia, and they were treated with an intravenous. After treatment, the customer's blood glucose increased to 439 mg/dl. The customer treated their hyperglycemia via insulin pump therapy. The hospital staff also assisted with treating the customer's diabetes. During troubleshooting for the high blood glucose, no insulin pump anomalies were noted. The high pressure test was not performed. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. The insulin pump was not returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not rewinding and not able to insert new reservoir into the insulin pump. It was also reported that the customer walked through process and insulin pump rewound just fine.